Event description:
A report was received that the pt's precision system was explanted due to infection at the pocket site. The pt's symptoms included redness and oozing. No further info could be obtained from the explanting physician.